Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition contributed to the patient's hyperglycemia. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance."

Event description:
Patient's mother reported that the device was activated on (B)(6) 2011 at 9:43 pm, at which time her son's blood glucose measured 118 mg/dl. On (B)(6) 2011, her son's bg varied; 9:38 am, 196 mg/dl; 1:47 pm, 388 mg/dl (5.35 unit insulin bolus); 4:21 pm, 159 mg/dl (no carbohydrates reported, but 2.05 units of insulin); 6:09 pm, 249 mg/dl (4.2 units); 8:52 pm, 135 mg/dl; 10:10 pm, 302 mg/dl (1.5 units). On (B)(6) 2011, her son's bg continued to rise despite insulin bolus doses given (again, no carbohydrate history was reported); 9:13 am, 390 mg/dl, 2.4 units; 11:25 am, 392 mg/dl, 2.05 units; 2:37 pm, 498 mg/dl, 3.45 units. At 4:16 pm, his blood glucose result was "high" (>500 mg/dl). He was rushed to the emergency room where his bg measured "in the thousands" of mg/dl with high ketones. The device was removed and the patient placed on an insulin drip for 24 hours. The mother stated that the doctor believes that the event was due to the device. At the time of the call, the patient had returned home and wearing a new pod.